Event description:
Berlin heart, (B)(4) informed by the site that a patient that was implanted in the lvad configuration had an adverse event on (B)(6) 2021. The site reported that the patient suffered from a massive hemorrhagic cva. The patient was admitted from home on (B)(6) 2021 for a planned pump change due to use of the pump for a maximum of 1 year. On the morning of (B)(6) 2021, the patient vomited and developed cramping. A CT scan was performed and demonstrated a massive hemorrhagic cva in the left hemisphere. It was also reported that an infarction occurred and was followed by bleeding. The blood pump was fully filling and ejecting at the time of the event. The site did report that small white fibrin deposits were noted in the pump at the time of the event. The patient died on (B)(6) 2021.